Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During a surgery, while the surgeon tried to import the images, the planning station software crashed.

Manufacturer narrative:
The results of the investigation performed on the dat log pointed out that the root cause is a residual software bug already known.

Event description:
It was reported that pre-operatively while the surgeon tried to import the images, the planning station software crashed.